Manufacturer narrative:
On february 27, 2020, additional information was received, and the following information was provided. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. There was no impedance/temperature increases or noise observed during the case. The flow for the irrigated catheter was the proper setting for the wattage being delivered. No error messages were observed on any biosense webster, inc. Equipment. The force visualization features that were used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were respiratory gate, stability of 2 mm, mim time of 3 second and force over time 25% min force 3 grams. Force time interval was used as a color option. On march 4, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation and upon initial evaluation, it was noted that there was no visual damage or anomalies observed. Investigation summary: it was reported that a 66-year-old male patient underwent a left sided atrial flutter (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove over 1 liter of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. The patient remained hospitalized for a couple days for monitoring. The patient¿s outcome is fully recovered. The physician¿s opinion regarding the cause of the adverse event is that it was procedure related. The physician commented that he felt a steam pop during the ablation, and that ablating closer to the valve area of the left atrium (la) could have been the reason of the issue. The device was visually inspected, and it was found in good condition. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting correctly. An irrigation test was performed, connecting the catheter to the cool flow pump and no alarms or errors were noticed during the test. However, during the patency test, it was noticed that the distal part of the dome was occluded and not all the holes were irrigating. For this reason, the catheter was dissected, and foreign material was found inside the dome. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that foreign material is primarily composed of a biological-based material, presumably human tissue or fluid. A manufacturing record evaluation was performed for the finished device 30310445m number, and no internal actions related to the complaint was found during the review. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).

Manufacturer narrative:
(B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent a left sided atrial flutter (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove over 1 liter of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. The patient remained hospitalized for a couple days for monitoring. The patient¿s outcome is fully recovered. The physician¿s opinion regarding the cause of the adverse event is that it was procedure related. The physician commented that he felt a steam pop during the ablation, and that ablating closer to the valve area of the left atrium (la) could have been the reason of the issue. No biosense webster, inc. Product malfunctions were reported.